Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, 1 safety shield detached before use, 1 safety shield detached after use, and 4 were bent in the packaging. 6 devices were affected. Additionally, as a result of a safety shield failure, a health care professional suffered a needlestick injury. Medical intervention details not provided.

Manufacturer narrative:
H.6. Investigation summary: bd received 6 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for defective locking mechanism and cracked hub collar was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cracked hub collar with the incident lot was observed in two of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes defective locking mechanism and cracked hub collar. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, 1 safety shield detached before use, 1 safety shield detached after use, and 4 were bent in the packaging. 6 devices were affected. Additionally, as a result of a safety shield failure, a health care professional suffered a needlestick injury. Medical intervention details not provided.